Event description:
Customer reported that when the nurse was disconnecting the IV from the pt, the tubing separated at the filter (between the roller clamp and the filter). Chemo splashed on the nurse's hands and clothes and the nurses had to shower and change clothes. Tubing was not saved because it still had chemo in it. No further pt/event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported that the set leaked at the filter connection because the set was discarded by the customer and will not be returned. The root cause of this failure could not be identified.